Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, when the large intestine was removed, the green button was pressed but the handle could not be squeezed and the device did not fire. There was no patient injury.